Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a special circle that was black and a message at 11:20 that said no delivery on the insulin pump. Customer was getting ready to give himself a bolus, when the no delivery alarm appeared. Customer's blood glucose level was 261 mg/dl. Customer has not treated. Customer ran a 5.0 unit fixed prime and the insulin did not exit. Customer used a plunger to push the insulin slowly through the tubing. Customer reported that the insulin exited, but there is greater than normal resistance when attempting the plunger push. It was explained that the alarm was caused by set/reservoir connection. Customer used novolog insulin. Customer understands that the issue was caused by a connection problem between the reservoir and tubing. Customer will put in a new reservoir and a new infusion set and then will monitor the issue. Customer will be sent some replacement infusion sets and reservoirs. No additional information provided.